Event description:
Customer reportedly obtained results of 137 mg/dl and 157 mg/dl on the aviva system while a professional device produced results of 297 mg/dl and 292 mg/dl within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in a foreign country.